Event description:
It was reported that during a robotic lobectomy procedure, both an atw35 and ats45 were being used. When the surgeon was using the atw35 on the pulmonary artery and pulmonary vein, the staples were malformed on multiple firings with white cartridges resulting in bleeding. The sequence of events and exact number of cartridges were unknown, but the bleeding was clamped and a second atw35 was used to control the bleeding. An ats45 was used on the lung parenchyma and it too had malformed staples and bleeding on multiple firings with blue cartridges. It was unknown how the tissue was repaired. The disease state of the patient or any neoadjuvant therapies administered was also unknown. The total blood loss was unknown, but the patient ultimately had a blood transfusion, and the current patient status is ¿alive.¿ one atw35 device and an unknown number of white cartridges will be returned. The ats45 device was discarded, but multiple blue cartridges are returning mixed in with the tr35w cartridges. All cartridges used in the case are returning as it is unknown which ones had the reported issues.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the pulmonary artery and vein taken simultaneously or individually: -individually . Was buttressing material used: no. What provisions were made to establish proximal and distal control of the vessel prior to firing: grasper was used. Describe form or shape of malformed staples: all malformed, some not formed at all- all jagged. What was the location of the malformed staples (proximal, distal, left or right of cut line): -the whole staple line. Amount of blood transfusion: -3-4 units. What is the current patient status: fine, doing well. The analysis results found that the atw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.